Event description:
Semi-conscious, low blood sugar levels [hypoglycemic unconsciousness] had 2 previous hypos (self-treated with juice/fruit) while using novopen 4 [hypoglycemia]. Novopen 4 not giving correct dose (faulty) [device malfunction] had 2 previous hypos (self-treated with juice/fruit) while using novopen 4 [hypoglycemia]. Case description: this serious spontaneous case was reported by a consumer from (B)(6) as ¿semi-conscious, low blood sugar levels¿ and ¿novopen 4 not giving correct dose (faulty)¿ and ¿also had 2 previous hypos (self-treated with juice/fruit) whilst using novopen 4¿. It concerns a (B)(6) male patient with type 2 diabetes mellitus, who was treated with novorapid penfill (fast-acting insulin aspart) and novopen 4 (insulin delivery device) from an unk date. Non novo nordisk suspect drug includes lantus (insulin glargine) from an unknown date due to type 2 diabetes mellitus. Patient¿s height: not reported. Medical history includes type 2 diabetes mellitus (diagnosed 5 years ago). The patient reported having 2 previous hypos which were self-treated with juice or fruit whilst using novopen 4. On (B)(6) 2012, the patient became semi-conscious and had low blood sugar levels. An ambulance was called and the patient was attended for 45 minutes and given 2 glucose tubes. The patient reported that the novopen 4 was not giving correct dose and was faulty. He has gone back to novopen 3. The customer appears to be using novopen 4 correctly, using new needle, performing air shot, injecting and then removing the needle. Action taken to novorapid penfill was not reported. Action taken to novopen 4 was reported as product discontinued due to ae. The overall outcome of ¿semi-conscious, low blood sugar levels¿ was reported as recovered. The overall outcome of ¿novopen 4 not giving correct dose (faulty)¿ was not reported. The overall outcome of ¿also had 2 previous hypos (self-treated with juice/fruit) whilst using novopen 4¿ was not reported.